Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("device migration and malposition/perforation of the fallopian tubes/ perforation of plaintiff´s right fallopian tube"), device breakage ("device breakage") and genital haemorrhage ("non-menstrual bleeding/heavy bleeding") in a 36-year-old female patient who had essure (batch no. 853559) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "malformation of the device". The patient's past medical history included amenorrhea. Patient denies allergy to nickel, iodine, shellfish or ivp dye. She also denies problems adequate pain control ambulating tolerating po's urinating with out difficulty. Concurrent conditions included arm operation, salpingectomy, fibroids, ovarian cyst, flu and hemostasis. Concomitant products included cilest (ortho-tri-cyclen lo) since 2005 for birth control and vicodin (norco) for pain. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 3 months 3 days after insertion of essure, the patient experienced procedural pain ("painful post-operative recovery"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criterion medically significant). In february 2016, the patient experienced weight increased ("weight gain"). On (B)(6) 2016, the patient experienced menorrhagia ("severe menstrual bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced fatigue ("fatigue") and myalgia ("myalgia"). On (B)(6) 2016, the patient experienced hormone level abnormal ("hormone change"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain /pelvic pain") and fibrocystic breast disease ("fibrocystic change of right breast"). The patient was treated with surgery (underwent a bilateral laparoscopic salpingectomy to remove the essure coils) and surgery (underwent a bilateral laparoscopic salpingectomy to remove the essure coils). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device breakage, hormone level abnormal, abdominal pain, abdominal pain lower, dysmenorrhoea, menorrhagia, procedural pain, vaginal discharge, fatigue, weight increased, fibrocystic breast disease and myalgia outcome was unknown and the genital haemorrhage, vaginal haemorrhage, dyspareunia and pelvic pain had resolved. The reporter considered abdominal pain, abdominal pain lower, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, fibrocystic breast disease, genital haemorrhage, hormone level abnormal, menorrhagia, myalgia, pelvic pain, procedural pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Current weight 125 lbs. Right tube with spasm and initially some difficulty with passage. The umbilical laparoscopic port was removed after 5 val savas to remove as much insufflation as possible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Pathology test - on 24-sep-2015: pregnancy test - on (B)(6) 2015: negative aug-2015, an hsg test was performed, confirming malposition and malformation of the coil and perforation of plaintiff's right fallopian tube. On (B)(6) 2015, pathology test was performed, left and right fallopian tubes , bilateral salpingectomy :unremarkable fallopian tubes (complete cross sections seen) ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: from pfs new events" hormonal changes , abnormal bleeding (vaginal, menorrhagia),device breakage, dyspareunia (painful sexual intercourse) , vaginal discharge , pain ,fatigue , weight gain, fibrocystic change of right breast", lot number, lab data added. Concomitant and historical condition are added from medical record. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('device migration and malposition/perforation of the fallopian tubes/ perforation of plaintiff´s right fallopian tube/essure punctured fallopian tube/ migration of essure device: right fallopian tube'), uterine perforation ('small perforation of the uterus resulting in no essure placement on the patient¿s right (perforation of uterus right next to right fallopian tube)'), embedded device ('migration of essure device: embeded in uterus'), device breakage ('device breakage') and genital haemorrhage ('non-menstrual bleeding/heavy bleeding') in a 30-year-old female patient who had essure (batch no. 853559-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "passing the essure coil difficult (right)" and device physical property issue "malformation of the device/right side coils twisted in fallopian tube". The patient's medical history included rash on (B)(6) 2009, type 2 diabetes mellitus (diabetes mellitus type 2) in 2007, amenorrhea, hypertension, insulin-dependent diabetes mellitus, arthritis and cholecystectomy. Patient denies allergy to nickel, iodine, shellfish or ivp dye. She also denies problems adequate pain control ambulating tolerating po's urinating with out difficulty. On (B)(6) 2015, an hsg test was performed, confirming malposition and malformation of the coil and perforation of plaintiff's right fallopian tube. On (B)(6) 2015, pathology test was performed, left and right fallopian tubes , bilateral salpingectomy :unremarkable fallopian tubes (complete cross sections seen). Concurrent conditions included arm operation, salpingectomy, fibroids, ovarian cyst, flu, hemostasis and acne. Concomitant products included ethinylestradiol;norgestimate (ortho-tri-cyclen lo) since 2005 for birth control and irregular periods, hydrocodone bitartrate;paracetamol (norco) for pain as well as enalapril, insulin glargine (lantus), medroxyprogesterone acetate (depo-provera) and metformin. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced pelvic pain ("pain /pelvic pain"). In (B)(6) 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced procedural pain ("painful post-operative recovery"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced menstruation irregular ("hormone change/hormonal changes describe: irregular periods") and acne ("rashes or skin conditions type: acne"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced menorrhagia ("severe menstrual bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced fatigue ("fatigue") and myalgia ("myalgia"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fibrocystic breast disease ("fibrocystic change of right breast") and fallopian tube spasm ("the right tube was in spasm which made passing the essure coil difficult."). The patient was treated with surgery (laparoscopic salpingectomy and removal of foreign body and underwent a bilateral laparoscopic salpingectomy to remove the essure coils). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, embedded device, device breakage, menstruation irregular, abdominal pain, abdominal pain lower, dysmenorrhoea, menorrhagia, procedural pain, vaginal discharge, fatigue, weight increased, fibrocystic breast disease, myalgia, acne and fallopian tube spasm outcome was unknown and the genital haemorrhage, vaginal haemorrhage, dyspareunia and pelvic pain had resolved. The reporter considered abdominal pain, abdominal pain lower, acne, device breakage, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fallopian tube spasm, fatigue, fibrocystic breast disease, genital haemorrhage, menorrhagia, menstruation irregular, myalgia, pelvic pain, procedural pain, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Current weight 125 lbs. Previously essure insertion date provided as (B)(6) 2015 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Pregnancy test - on (B)(6) 2015: results: negative. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming -menorrhagia. Quality-safety evaluation of ptc: unable to confirm the complaint. Most recent follow-up information incorporated above includes: on 22-may-2019: pfs received- events- "the right tube was in spasm which made passing the essure coil difficult, passing the essure coil difficult (right)", lab data added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("device migration and malposition/perforation of the fallopian tubes/ perforation of plaintiff´s right fallopian tube") and genital haemorrhage ("non-menstrual bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "malformation of the device". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), dysmenorrhoea ("severe menstrual pain") and menorrhagia ("severe menstrual bleeding"). The patient was treated with surgery (underwent a bilateral laparoscopic salpingectomy to remove the essure coils). Essure was removed on (B)(6) 2015. On (B)(6) 2015, the patient experienced procedural pain ("painful post-operative recovery"). At the time of the report, the fallopian tube perforation, genital haemorrhage, abdominal pain, abdominal pain lower, dysmenorrhoea, menorrhagia and procedural pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia and procedural pain to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results: (B)(6) 2015, an hsg test was performed, confirming malposition and malformation of the coil and perforation of plaintiff's right fallopian tube. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("device migration and malposition/perforation of the fallopian tubes/ perforation of plaintiff´s right fallopian tube/essure punctured fallopian tube"), device breakage ("device breakage") and genital haemorrhage ("non-menstrual bleeding/heavy bleeding") in a 36-year-old female patient who had essure (batch no. 853559) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "malformation of the device". The patient's past medical history included amenorrhea. Patient denies allergy to nickel, iodine, shellfish or ivp dye. She also denies problems adequate pain control ambulating tolerating po's urinating with out difficulty. Concurrent conditions included arm operation, salpingectomy, fibroids, ovarian cyst, flu and hemostasis. Concomitant products included cilest (ortho-tri-cyclen lo) since 2005 for birth control and vicodin (norco) for pain. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 3 months 3 days after insertion of essure, the patient experienced procedural pain ("painful post-operative recovery"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced weight increased ("weight gain"). On (B)(6) 2016, the patient experienced menorrhagia ("severe menstrual bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced fatigue ("fatigue") and myalgia ("myalgia"). On (B)(6) 2016, the patient experienced hormone level abnormal ("hormone change"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain /pelvic pain"), fibrocystic breast disease ("fibrocystic change of right breast") and acne ("rashes or skin conditions type: acne"). The patient was treated with surgery (underwent a bilateral laparoscopic salpingectomy to remove the essure coils) and surgery (underwent a bilateral laparoscopic salpingectomy to remove the essure coils). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device breakage, hormone level abnormal, abdominal pain, abdominal pain lower, dysmenorrhoea, menorrhagia, procedural pain, vaginal discharge, fatigue, weight increased, fibrocystic breast disease, myalgia and acne outcome was unknown and the genital haemorrhage, vaginal haemorrhage, dyspareunia and pelvic pain had resolved. The reporter considered abdominal pain, abdominal pain lower, acne, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, fibrocystic breast disease, genital haemorrhage, hormone level abnormal, menorrhagia, myalgia, pelvic pain, procedural pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Current weight 125 lbs. Right tube with spasm and initially some difficulty with passage. The umbilical laparoscopic port was removed after 5 val savas to remove as much insufflation as possible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Pathology test - on (B)(6) 2015: pregnancy test - on (B)(6) 2015: negative. Aug-2015, an hsg test was performed, confirming malposition and malformation of the coil and perforation of plaintiff's right fallopian tube. On (B)(6) 2015, pathology test was performed, left and right fallopian tubes , bilateral salpingectomy :unremarkable fallopian tubes (complete cross sections seen). On (B)(6) 2015 ¿ hysterosalpingogram: bilateral micro-inserts present left micro-insert is normal o right micro-insert is abnormal and coiled o impression: abnormal right micro-insert with coiled morphology compatible with perforation. Normal left micro-insert ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record menorrhagia. Most recent follow-up information incorporated above includes: on 23-jul-2018: pfs received. Event per pfs: rashes or skin conditions type: acne was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("device migration and malposition/perforation of the fallopian tubes/ perforation of plaintiff´s right fallopian tube/essure punctured fallopian tube"), device breakage ("device breakage") and genital haemorrhage ("non-menstrual bleeding/heavy bleeding") in a 36-year-old female patient who had essure (batch no. 853559-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "malformation of the device". The patient's past medical history included amenorrhea. Patient denies allergy to nickel, iodine, shellfish or ivp dye. She also denies problems adequate pain control ambulating tolerating po's urinating with out difficulty. Concurrent conditions included arm operation, salpingectomy, fibroids, ovarian cyst, flu and hemostasis. Concomitant products included cilest (ortho-tri-cyclen lo) since 2005 for birth control and vicodin (norco) for pain. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 3 months 3 days after insertion of essure, the patient experienced procedural pain ("painful post-operative recovery"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced weight increased ("weight gain"). On (B)(6) 2016, the patient experienced menorrhagia ("severe menstrual bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced fatigue ("fatigue") and myalgia ("myalgia"). On (B)(6) 2016, the patient experienced hormone level abnormal ("hormone change"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain /pelvic pain"), fibrocystic breast disease ("fibrocystic change of right breast") and acne ("rashes or skin conditions type: acne"). The patient was treated with surgery (underwent a bilateral laparoscopic salpingectomy to remove the essure coils). Essure was removed on (B)(6)2015. At the time of the report, the fallopian tube perforation, device breakage, hormone level abnormal, abdominal pain, abdominal pain lower, dysmenorrhoea, menorrhagia, procedural pain, vaginal discharge, fatigue, weight increased, fibrocystic breast disease, myalgia and acne outcome was unknown and the genital haemorrhage, vaginal haemorrhage, dyspareunia and pelvic pain had resolved. The reporter considered abdominal pain, abdominal pain lower, acne, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, fibrocystic breast disease, genital haemorrhage, hormone level abnormal, menorrhagia, myalgia, pelvic pain, procedural pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Current weight 125 lbs. Right tube with spasm and initially some difficulty with passage. The umbilical laparoscopic port was removed after 5 val savas to remove as much insufflation as possible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Pathology test - on (B)(6) 2015: pregnancy test - on (B)(6) 2015: negative. (B)(6) 2015, an hsg test was performed, confirming malposition and malformation of the coil and perforation of plaintiff's right fallopian tube. On (B)(6) 2015, pathology test was performed, left and right fallopian tubes , bilateral salpingectomy :unremarkable fallopian tubes (complete cross sections seen). On (B)(6) 2015 ¿ hysterosalpingogram: bilateral micro-inserts present left micro-insert is normal o right micro-insert is abnormal and coiled o impression: abnormal right micro-insert with coiled morphology compatible with perforation. Normal left micro-insert. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record menorrhagia. Quality-safety evaluation of ptc: unable to confirm the complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: update of information (batch is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("device migration and malposition/perforation of the fallopian tubes/ perforation of plaintiff´s right fallopian tube/essure punctured fallopian tube/ migration of essure device: right fallopian tube"), embedded device ("migration of essure device: embeded in uterus"), device breakage ("device breakage") and genital haemorrhage ("non-menstrual bleeding/heavy bleeding") in a 36-year-old female patient who had essure (batch no. 853559-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "malformation of the device". The patient's medical history included amenorrhea. Patient denies allergy to nickel, iodine, shellfish or ivp dye. She also denies problems adequate pain control ambulating tolerating po's urinating with out difficulty. *(B)(6)2015, an hsg test was performed, confirming malposition and malformation of the coil and perforation of plaintiff's right fallopian tube. On (B)(6)2015, pathology test was performed, left and right fallopian tubes , bilateral salpingectomy :unremarkable fallopian tubes (complete cross sections seen). On (B)(6)2015 ¿ hysterosalpingogram: bilateral micro-inserts present left micro-insert is normal o right micro-insert is abnormal and coiled o impression: abnormal right micro-insert with coiled morphology compatible with perforation. Normal left micro-insert. Concurrent conditions included arm operation, salpingectomy, fibroids, ovarian cyst, flu and hemostasis. Concomitant products included ethinylestradiol;norgestimate (ortho-tri-cyclen lo) since 2005 for birth control and irregular periods and hydrocodone bitartrate;paracetamol (norco) for pain. In (B)(6)2015, the patient experienced pelvic pain ("pain /pelvic pain"). On (B)(6)2015, the patient had essure inserted. In (B)(6)2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On (B)(6)2015, the patient experienced procedural pain ("painful post-operative recovery"), 3 months 3 days after insertion of essure. On (B)(6)2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). In (B)(6)2015, the patient experienced menstruation irregular ("hormone change/hormonal changes describe: irregular periods"). In (B)(6)2016, the patient was found to have weight increased ("weight gain"). On (B)(6)2016, the patient experienced menorrhagia ("severe menstrual bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6)2016, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6)2016, the patient experienced fatigue ("fatigue") and myalgia ("myalgia"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fibrocystic breast disease ("fibrocystic change of right breast") and acne ("rashes or skin conditions type: acne"). The patient was treated with surgery (laparoscopic salpingectomy and removal of foreign body and underwent a bilateral laparoscopic salpingectomy to remove the essure coils). Essure was removed on (B)(6)2015. At the time of the report, the fallopian tube perforation, embedded device, device breakage, menstruation irregular, abdominal pain, abdominal pain lower, dysmenorrhoea, menorrhagia, procedural pain, vaginal discharge, fatigue, weight increased, fibrocystic breast disease, myalgia and acne outcome was unknown and the genital haemorrhage, vaginal haemorrhage, dyspareunia and pelvic pain had resolved. The reporter considered abdominal pain, abdominal pain lower, acne, device breakage, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fatigue, fibrocystic breast disease, genital haemorrhage, menorrhagia, menstruation irregular, myalgia, pelvic pain, procedural pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Current weight 125 lbs. Right tube with spasm and initially some difficulty with passage. The umbilical laparoscopic port was removed after 5 val savas to remove as much insufflation as possible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Pathology test - on (B)(6)2015: . Pregnancy test - on (B)(6)2015: results: negative. (B)(6)2015, an hsg test was performed, confirming malposition and malformation of the coil and perforation of plaintiff's right fallopian tube. On (B)(6)2015, pathology test was performed, left and right fallopian tubes , bilateral salpingectomy :unremarkable fallopian tubes (complete cross sections seen). On (B)(6)2015 ¿ hysterosalpingogram: bilateral micro-inserts present left micro-insert is normal o right micro-insert is abnormal and coiled o impression: abnormal right micro-insert with coiled morphology compatible with perforation. Normal left micro-insert. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record menorrhagia. Quality-safety evaluation of ptc: unable to confirm the complaint. Most recent follow-up information incorporated above includes: on 18-dec-2018: pfs received. Events per pfs: embeded in uterus added and irregular periods (clubbed with previously reported event hormonal changes), migration of essure device: right fallopian tube (clubbed with previously reported event fallopian tube perforation). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('device migration and malposition/perforation of the fallopian tubes/ perforation of plaintiff´s right fallopian tube/essure punctured fallopian tube/ migration of essure device: right fallopian tube'), uterine perforation ('small perforation of the uterus resulting in no essure placement on the patient¿s right (perforation of uterus right next to right fallopian tube)/migration of essure device location of device: uterus'), embedded device ('migration of essure device: embeded in uterus') and device breakage ('device breakage') in a 30-year-old female patient who had essure (batch no. 853559-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "passing the essure coil difficult (right)" and device physical property issue "malformation of the device/right side coils twisted in fallopian tube". The patient's medical history included rash on (B)(6) 2009, type 2 diabetes mellitus (diabetes mellitus type 2) in 2007, amenorrhea, hypertension, insulin-dependent diabetes mellitus, arthritis and cholecystectomy. Patient denies allergy to nickel, iodine, shellfish or ivp dye. She also denies problems adequate pain control ambulating tolerating po's urinating with out difficulty. (B)(6) 2015, an hsg test was performed, confirming malposition and malformation of the coil and perforation of plaintiff's right fallopian tube. On (B)(6) 2015, pathology test was performed, left and right fallopian tubes , bilateral salpingectomy :unremarkable fallopian tubes (complete cross sections seen). Concurrent conditions included arm operation, salpingectomy, fibroids, ovarian cyst, flu, hemostasis and acne. Concomitant products included ethinylestradiol;norgestimate (ortho-tri-cyclen lo) since 2005 for birth control and irregular periods, hydrocodone bitartrate;paracetamol (norco) for pain as well as enalapril, insulin glargine (lantus), medroxyprogesterone acetate (depo-provera) and metformin. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced pelvic pain ("pain /pelvic pain"). In (B)(6) 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced procedural pain ("painful post-operative recovery"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced menstruation irregular ("hormone change/hormonal changes describe: irregular periods") and acne ("rashes or skin conditions type: acne"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced menorrhagia ("severe menstrual bleeding") and vaginal hemorrhage ("abnormal bleeding (vaginal). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced fatigue ("fatigue") and myalgia ("myalgia"). On an unknown date, the patient experienced genital hemorrhage ("non-menstrual bleeding/heavy bleeding"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fibrocystic breast disease ("fibrocystic change of right breast"), fallopian tube spasm ("the right tube was in spasm which made passing the essure coil difficult.") And adnexa uteri pain ("lower abdominal (ovaries) pain"). The patient was treated with surgery (laparoscopic salpingectomy and removal of foreign body and underwent a bilateral laparoscopic salpingectomy to remove the essure coils). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, embedded device, device breakage, menstruation irregular, abdominal pain lower, dysmenorrhoea, menorrhagia, procedural pain, vaginal discharge, fatigue, weight increased, fibrocystic breast disease, myalgia, acne and fallopian tube spasm outcome was unknown, the genital haemorrhage, vaginal hemorrhage, dyspareunia and pelvic pain had resolved and the abdominal pain and adnexa uteri pain was resolving. The reporter considered abdominal pain, abdominal pain lower, acne, adnexa uteri pain, device breakage, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fallopian tube spasm, fatigue, fibrocystic breast disease, genital hemorrhage, menorrhagia, menstruation irregular, myalgia, pelvic pain, procedural pain, uterine perforation, vaginal discharge, vaginal hemorrhage and weight increased to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Current weight 125 lbs. Previously essure insertion date provided as (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Pregnancy test - on (B)(6) 2015: results: negative. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming -menorrhagia. Quality-safety evaluation of ptc: unable to confirm the complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("device migration and malposition/perforation of the fallopian tubes/ perforation of plaintiff´s right fallopian tube/essure punctured fallopian tube"), device breakage ("device breakage") and genital haemorrhage ("non-menstrual bleeding/heavy bleeding") in a 36-year-old female patient who had essure (batch no. 853559-inv) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "malformation of the device". The patient's past medical history included amenorrhea. Patient denies allergy to nickel, iodine, shellfish or ivp dye. She also denies problems adequate pain control ambulating tolerating po's urinating with out difficulty. Concurrent conditions included arm operation, salpingectomy, fibroids, ovarian cyst, flu and hemostasis. Concomitant products included cilest (ortho-tri-cyclen lo) since 2005 for birth control and vicodin (norco) for pain. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 3 months 3 days after insertion of essure, the patient experienced procedural pain ("painful post-operative recovery"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced weight increased ("weight gain"). On (B)(6) 2016, the patient experienced menorrhagia ("severe menstrual bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced fatigue ("fatigue") and myalgia ("myalgia"). On (B)(6) 2016, the patient experienced hormone level abnormal ("hormone change"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain /pelvic pain"), fibrocystic breast disease ("fibrocystic change of right breast") and acne ("rashes or skin conditions type: acne"). The patient was treated with surgery (underwent a bilateral laparoscopic salpingectomy to remove the essure coils) and surgery (underwent a bilateral laparoscopic salpingectomy to remove the essure coils). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, device breakage, hormone level abnormal, abdominal pain, abdominal pain lower, dysmenorrhoea, menorrhagia, procedural pain, vaginal discharge, fatigue, weight increased, fibrocystic breast disease, myalgia and acne outcome was unknown and the genital haemorrhage, vaginal haemorrhage, dyspareunia and pelvic pain had resolved. The reporter considered abdominal pain, abdominal pain lower, acne, device breakage, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, fibrocystic breast disease, genital haemorrhage, hormone level abnormal, menorrhagia, myalgia, pelvic pain, procedural pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Current weight 125 lbs. Right tube with spasm and initially some difficulty with passage. The umbilical laparoscopic port was removed after 5 val savas to remove as much insufflation as possible. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Pathology test - on (B)(6) 2015: pregnancy test - on (B)(6) 2015: negative. (B)(6) 2015, an hsg test was performed, confirming malposition and malformation of the coil and perforation of plaintiff's right fallopian tube. On (B)(6) 2015, pathology test was performed, left and right fallopian tubes , bilateral salpingectomy :unremarkable fallopian tubes (complete cross sections seen). On (B)(6) 2015 ¿ hysterosalpingogram: bilateral micro-inserts present left micro-insert is normal o right micro-insert is abnormal and coiled o impression: abnormal right micro-insert with coiled morphology compatible with perforation. Normal left micro-insert ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record menorrhagia. Quality-safety evaluation of ptc: unable to confirm the complaint. Most recent follow-up information incorporated above includes: on 20-sep-2018: quality-safety evaluation of product technical complaint. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('device migration and malposition/perforation of the fallopian tubes/ perforation of plaintiff´s right fallopian tube/essure punctured fallopian tube/ migration of essure device: right fallopian tube'), uterine perforation ('small perforation of the uterus resulting in no essure placement on the patient¿s right (perforation of uterus right next to right fallopian tube)/migration of essure device location of device: uterus'), embedded device ('migration of essure device: embedded in uterus') and device breakage ('device breakage') in a 30-year-old female patient who had essure (batch no. 853559-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "passing the essure coil difficult (right)" and device physical property issue "malformation of the device/right side coils twisted in fallopian tube". The patient's medical history included rash on (B)(6) 2009, type 2 diabetes mellitus (diabetes mellitus type 2) in 2007, amenorrhea, hypertension, insulin-dependent diabetes mellitus, arthritis and cholecystectomy. Patient denies allergy to nickel, iodine, shellfish or ivp dye. She also denies problems adequate pain control ambulating tolerating po's urinating with out difficulty. In (B)(6) 2015, an hsg test was performed, confirming malposition and malformation of the coil and perforation of plaintiff's right fallopian tube. On (B)(6) 2015, pathology test was performed, left and right fallopian tubes , bilateral salpingectomy :unremarkable fallopian tubes (complete cross sections seen). Concurrent conditions included arm operation, salpingectomy, fibroids, ovarian cyst, flu, hemostasis and acne. Concomitant products included ethinylestradiol; norgestimate (ortho-tri-cyclen lo) since 2005 for birth control and irregular periods, hydrocodone bitartrate; paracetamol (norco) for pain as well as enalapril, insulin glargine (lantus), medroxyprogesterone acetate (depo-provera) and metformin. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced pelvic pain ("pain /pelvic pain"). In (B)(6) 2015, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced procedural pain ("painful post-operative recovery"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced menstruation irregular ("hormone change/hormonal changes describe: irregular periods") and acne ("rashes or skin conditions type: acne"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient experienced menorrhagia ("severe menstrual bleeding") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2016, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced fatigue ("fatigue") and myalgia ("myalgia"). On an unknown date, the patient experienced genital haemorrhage ("non-menstrual bleeding/heavy bleeding"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fibrocystic breast disease ("fibrocystic change of right breast"), fallopian tube spasm ("the right tube was in spasm which made passing the essure coil difficult.") And adnexa uteri pain ("lower abdominal (ovaries) pain"). The patient was treated with surgery (laparoscopic salpingectomy and removal of foreign body and underwent a bilateral laparoscopic salpingectomy to remove the essure coils). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, embedded device, device breakage, menstruation irregular, abdominal pain lower, dysmenorrhoea, menorrhagia, procedural pain, vaginal discharge, fatigue, weight increased, fibrocystic breast disease, myalgia, acne and fallopian tube spasm outcome was unknown, the genital haemorrhage, vaginal haemorrhage, dyspareunia and pelvic pain had resolved and the abdominal pain and adnexa uteri pain was resolving. The reporter considered abdominal pain, abdominal pain lower, acne, adnexa uteri pain, device breakage, dysmenorrhoea, dyspareunia, embedded device, fallopian tube perforation, fallopian tube spasm, fatigue, fibrocystic breast disease, genital haemorrhage, menorrhagia, menstruation irregular, myalgia, pelvic pain, procedural pain, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Current weight 125 lbs. Previously essure insertion date provided as (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.8 kg/sqm. Pregnancy test - on (B)(6) 2015: results: negative. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming -menorrhagia. Quality-safety evaluation of ptc: unable to confirm the complaint. Most recent follow-up information incorporated above includes: on 24-jun-2020: pfs received. Event: lower abdominal (ovaries) pain added. Event outcome updated for event abdominal pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.